Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in shunt in the moderately tortuous and moderately calcified brachial vein. A 7.0 x 100, 75cm mustang balloon catheter was advanced for dilation. However, during the 2nd inflation at 18 atmospheres for 30 seconds, the balloon ruptured. The device was removed and the procedure was completed with another of the same device. No complications were reported, and the patient was in good condition post-procedure.